Event description:
Subsequent to the initial MDR, upon data investigation and further review, the patient received a mitigation alert from the cgm and was aware of the signal loss well before the hyperglycemia event. It was determined that this incident does not meet the criteria for a reportable adverse event as the cgm system did not contribute to the adverse event and subsequent hospitalization. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over three hours occurred. Date of issue is an approximation. The transmitter in use had been used for over 90 days and she was monitoring her blood glucose (bg) with fingersticks. She went into diabetic ketoacidosis (dka), experienced symptoms of hyperglycemia including excessive thirst and urination, and does not recall much detail. Her bg levels reached 26.4 and she had ketones of 3.3. She gave herself an injection of 10 units of fast acting insulin and went to the hospital. At the hospital, she had a bg level of 25 mmol/l and ketones of 3.5. She was treated with saline and a potassium infusion. Her bg reportedly dropped very quickly so she was also given glucose. She was released from the hospital two days later and was much improved and feeling fine. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.